Event description:
It was reported that during dilatation in the heavily calcified mid left anterior descending artery, the trek balloon was inflated and ruptured at 11 atmospheres during the first inflation. A retrograde vessel dissection occurred. Angioplasty and deployment of two overlapping non-abbott stents treated the dissection successfully. There was no adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the rx trek catheter used in the procedure may have aided in the eval. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was heavily calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon inflation at 11 atm which is below the rated burst pressure (rbp). It was reported the balloon rupture caused a dissection. Dissection, as listed in the trek instructions for use (IFU) is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Overall, a conclusive cause for the reported pt effect and its relationship to the device, if any, could not be determined. Additional treatment with angioplasty and two stents was used to treat the dissection. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.